Event description:
The user facility reported that the angio-seal device was inserted into the insertion sheath completely. When the angio-seal device was withdrawn until the device handle and sleeve snapped lock, the angio-seal device fully came out of the insertion sheath without the anchor being positioned and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a thrombectomy procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was the right common femoral artery. It is unknown whether the puncture site was distal or proximal to the inguinal ligament. The vessel diameter is unknown. There was no health damage. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier: requested, not provided, age & date of birth: requested, not provided, patient sex: requested, not provided, weight: requested, not provided, ethnicity: requested, not provided, race: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was not visible within the opening at the distal tip. However, the anchor was found to have been present within the tubing. The tube was also found to have been cut between the latches of the carrier tube hub. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).